Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the cause was a problem in the homing calibration, which resulted in a collision of the o-arm with itself (x-stage on base) the imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: kit svc bi71000483 o1000 x-stage cover, network bulkhead connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during system servicing the x-stage cover was damaged which prevented the system from homing. There was no patient present.